Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump and outflow graft were not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor ventricular assist device (vad) filling. Based on the risk documentation, the reported pump vibration and "louder sound than usual" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, lot #: unknown / model #: 1125 / catalog #: 1125 / expiration date: unknown, UDI #: asku. Device available for evaluation: no. Mfg date: unknown. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt the ventricular assist device (vad) vibrate and heard it make a louder sound than usual. Waveforms showed decreased flow and power from the patient¿s baseline. The patient was hospitalized, and intravenous (IV) heparin was started due to suspected thrombus. Several days later, it was suspected that there was an outflow obstruction. The patient¿s lactate dehydrogenase (ldh) levels rose and urine was tea colored. IV eptifibatide started and stopped due to concerns for bleeding. The device was exchanged. No further patient complications have been reported as a result of this event.